Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (flatline recording) has been confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause for the failure was an internally shorted u612 inverting charge pump on the ca board. The root cause for the defective u612 component could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's manual recording was showing a flatline.